Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported a 6 unit bolus of insulin was delivered without user interaction with the device. It was reported there was no patient impact; the patient had a coke prior to eating. The patient reported the omnipod 5 controller was in their pocket at the time of the event with the touchscreen against their thigh. No medical assistance was required. This is the first of three reported uncommanded bolus events (insulet reference numbers (B)(4)).